Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon observed something that was incorrect, the device misfired. The cartridge pan was broken, separated from the jaws of the device. The case was prolonged by one hour. The report from the or staff does not say anything about bleeding nor a transfusion needed. Another device was used to complete the procedure. No adverse consequences reported.